Event description:
It was reported that during a tibial rodding, the tibial nail inserter, part# 03.010.045, lot# 4984113, and locking bolt part# 03.010.044, lot# 254043, were difficult to take off from the nail, further described as it was tight and they could not get it off. No additional information was provided. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was attempted. The investigation of the complaint articles has shown that: product was not returned, and will not be coming back. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 05/21/15, surgeon confirmed that the reason the tibial nail inserter and locking bolt were difficult to take off from the nail was due to the patient's knee was hanging off the hospital bed but when the patient raised his leg, the tibial nail inserter and locking bolt came off easily from the nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history record was completed: b & g manufacturing manufactured the cannulated connecting screw for standard insertion handle, part number 03.010.044, and lot number 5081839 ((B)(4)). The suppliers certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet and source inspection sheet. There were no material review reports or non-conformance reports generated for this lot. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.